Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor gave inaccurate readings. The sensor was removed from the body and the electrode was missing. The blood glucose reading was 5.1 mmol/l. The sensor was not returned for analysis.